Manufacturer narrative:
(B)(4). Result of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pins 2, 3 ,4, and 5 of jp4 were burnt. Carefusion replaced the power flex circuit to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the units power port was not functioning when the ac adapter is connected. The customer reported that the port seemed to be burnt. It is unknown at this time whether there was any patient involvement associated with this complaint, however, per the customer, there were no patient issues/incidents reported.